Event description:
The user facility reported a 76-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. Upon weaning and explant of the impella, staff noticed that ci/co, co2, and pressures started decreasing quickly. Hgb had dropped. Staff observed the iliac and noticed that the iliac had dissected. Iliac was stented. Hemostasis was achieved by perclose.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed. The product was not returned. As per clinical review, upon impella explant, the iliac was dissected and then stented. Hemostasis was achieved using perclose. The cause of the vascular damage issue most likely patient condition and unknown relation to impella per clinical information.